Event description:
It was reported that the device had a failed patient side occlusion test. There was no reported patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of failed patient side occlusion test. Technical support reviewed test set up with ahmad and found out the test IV set was too old. Recommended ahmad to replace new test set. A review of the device history record for (B)(6) was performed from date of manufacture 01/18/2020 to the present date 10/09/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support found out the test IV set was too old. Recommended ahmad to replace new test set. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had a failed patient side occlusion test. There was no reported patient involvement.